Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device confirms that one drive pin of the validation tool was broken and no longer captured in the validation tool. As the pin was not returned, it is not possible to further investigate the root cause of the failure. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Field action and corrective action have been initiated to address broken drive pins. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a knee arthroplasty procedure, it was discovered one of the pins on the validation tool was fractured. There was no patient injury reported. The procedure was completed with the same instrument.